Event description:
It was reported that the customer had a motor error alarm. Customer was assisted in clearing the alarm. Customer stated that they are able to rewind the pump. Customer was assisted with performing a displacement test and the pump passed. Customer stated that the pump was not dropped or bumped. Customer stated that the alarm occurred during the priming process. Customer was advised that the alarm may be related to a connection issue. Customer was assisted with a manual prime of 5 units and the pump did not alarm. Customer was assisted with resetting the fixed prime. Customer was advised to monitor the pump. Customer mentioned that they had received the error twice during manual prime.

Manufacturer narrative:
The motor error alarmed during basic occlusion test due to faulty force sensor resistor (gold). They were unable to perform basic occlusion, occlusion, prime/compromised force sensor system, and the excessive no delivery test due to the motor error alarm. The motor was tested outside the device and passed motor test. The insulin pump passed the self test, unexpected restart test, and all operating current tests were normal. Pump was received with a minor scratched display window, a cracked case at the display window corners, a cracked reservoir tube lip, and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.